Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the doctor closed the reload and when he fired the reload, he had a little bleeding. He applied clips to the staple line and it stopped bleeding. There was not any injury to the patient, it did not hold up the procedure very long, and there was not much bleeding. When he fired the next reload, and the following after that, the staple lines all looked good. He was stapling a vessel. No reinforcement material used in conjunction with the stapling device. Patient is fine. No tissue loss.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual inspection of the cartridge noted that the reload was fully applied. The pushers were observed to be well above the cartridge surface. Staple strike marks were present in the anvil pocket array. During functional evaluation, the reload was loaded into a post market vigilance (pmv) instrument. The reload was cycled without hesitation or binding. Functional testing also confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.